Event description:
Nurse from facility called call center with question about studies showing that bacteria from drain line (draining into a jug) do not cause peritonitis. One of her pts (unspecified) has had recurrent peritonitis for a month and relates it to draining into a jug.